Manufacturer narrative:
Follow-up #1: date of submission 8/11/16 device evaluation: the device has been returned and evaluated by product analysis on 07/19/2016 with the following findings: black box shows evidence of voltage drops/excessive battery usage on (B)(6) 2016 and (B)(6) 2016. Black box also shows one 128-fb80 alarm two 128-fe80 alarms on (B)(6) 2016. Pump powers with returned battery cap. Battery cap is able to fully tighten. Battery compartment crack observed below grip pad. Pump case cracked in lower corner of display area. During investigation a 128-fe80 alarm was received on each "rewind" attempt. The 128-fe80 and fb80 alarms are defined as post delivery motor power supply faults. Idle and sleep current draws within specifications; idle-80ma, sleep-00ma. Unable to obtain "load and rewind" values due to eaw 128-fe80 alarm on "rewind" attempts. Removed pump case. Evidence of moisture damage inside pump on battery canister/power printed circuit transceiver board and 5v motor regulator. Internal moisture damage was evident. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life w/ damage) issue. The battery compartment is cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.